Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain, spinal pain and failed back surgery syndrome. The consumer did not know all the drugs used but stated one of the drugs in the pump was fentanyl. The patient had been in a lot of pain since the pump was replaced and they started at a much lower dosage than he was before. Since implant it had been "boosted" up some but it was still not at the level that it was at previously. Patient had unidentified stomach pain for 18 years. The consumer was to follow-up with the health care professional regarding therapy concerns. No further complications were reported. Additional information was received from a healthcare professional (hcp) on (b)(6 2017. It was reported that the cause of the pain symptoms since pump replacement was not determined and noted that the patient had been advised to follow-up with the gastroenterologist as actions/interventions taken to resolve the pain symptoms. It was related that on (b)(6 2017 the dose was adjusted/increased and that on (b)(6 2017 the dose was adjusted and the patient had been advised to have a dye study but declined. Additional information was received from a consumer on (b)(6 2017. It was reported that the patient was in much more pain and had never come back to the same level they were at before/the pain level had never been covered as it was with the previous pump. This was considered a gradual change in therapy/symptoms. It was noted that the doctor to whom the managing physician referred the patient to do a dye study was very far away from the patient. No further complications were reported or anticipated. Additional information was received (b)(6 2017 from a healthcare professional (hcp). It was reported that the patient and family members believe the pump was not working properly. The event date was (b)(6 2017. There were no reservoir volume discrepancies at the pump refill (b)(6 2017 and it had been done in the past at another visit with confirming the reservoir volumes. The pump was delivering fentanyl 5 mcg/ml; 1.7414 mcg/day, clonidine 424 mcg/ml; 147.67 mcg/day and bupivacaine 40 mg/ml; 13.932 mg/day.